Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a retropubic midureteral sling procedure performed on (B)(6) 2017. According to the complainant, during the procedure, one of the needles passed through the bladder. The physician attempted to pass it again and it still perforated the bladder. Reportedly, the needle was loose on the handle and was noted to be flexing when the physician was putting it in. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.